Event description:
It was reported that the customer's insulin pump alarmed motor error, and the device was stuck in the rewind process. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test and alarmed other error during the prime test as a result of a protruded/loose drive support disk. The device was received with scratched lcd window, cracked case on display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube, and missing end cap sticker.